Event description:
It was reported that the patient was admitted to the hospital after experiencing several syncopal episodes over the past couple of months. Device interrogation revealed intermittent noise on the right ventricular lead causing pacing inhibition. Noise could be reproduced with isometrics. The device was reprogrammed and electrical measurements were stable. It was noted that the patient had an atrioventricular node ablation in 2015. The lead was capped and replaced on (B)(6) 2017. The patient was stable throughout the procedure and will continue to be monitored.